Event description:
It was reported that an abutment screw fractured in the implant at tooth location #3 the screw was not retrievable. The implant was removed. The patient will return to have another implant placed. There was no report of patient injury. The patient will return in four months for implant placement.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that an abutment screw fractured in the implant at tooth location #3 the screw was not retrievable. The implant was removed. The patient will return to have another implant placed. There was no report of patient injury. The patient will return in four months for implant placement. Returned to MFR: 03 apr 2019. MFR rec'd date: 26 june 2019. Follow up, reportable event type: serious injury, follow up type: additional information, device evaluation device eval by MFR: yes. The reported device was returned for evaluation. Visual inspection identified that the internal drive feature contains the reported screw, which was too badly damaged to be removed. The reported condition of an abutment screw that fractured into the implant that was not retrievable was confirmed. A device history record (DHR) and complaint history review could not be performed for the reported device as the item and lot number are unknown. A DHR review was completed for the reported concomitant device. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was reported for the reported concomitant device for similar cause and no other complaint was identified. A definitive root cause for the reported device could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: nanotite tm tapered certain® implant 6 x 13mm, item: nint613, lot: 2011101517, implant date: (B)(6) 2013, explant date: (B)(6) 2019. The reported device is expected for evaluation, but has not yet been received. Once the investigation has been completed, a follow up medwatch report will be submitted.

Event description:
It was reported that an abutment screw fractured in the implant at tooth location #3 the screw was not retrievable. The implant was removed. The patient will return to have another implant placed. There was no report of patient injury. The patient will return in four months for implant placement.